Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the sharps container. The customer reports "a needle went through the sharps container and an employee was stuck."

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.